Manufacturer narrative:
He device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an ipg replacement procedure on (B)(6) 2018, the clinician programmer displayed a ¿no generator has been added.¿ multiple troubleshooting attempts were unable to resolve the issue. A company representative states that prior to moving the patient to a different hospital room, the ipg was able to communicate. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was reportedly achieved following the procedure.